Event description:
(1/2, reference (B)(4) for related complaints) (documenting cassette for current event) per medwatch mw5108902: pharmacy service representative reported that patient had another issue with a premix cassette saturday night her pump was beeping. She changed out the cassette and the pump worked fine again. Similar issue has been reported before. No further information available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we (MFR) replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.